Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer. The customer reverted to an alternate method of insulin therapy. The pump was replaced to resolve the issue, and the customer continued to use the pump for insulin therapy, has an alternate method of insulin therapy available if necessary, and will reach out to their hcp to obtain a backup method of insulin therapy if needed.